Event description:
The following initial info was received on 12/8/09, from a hemodialysis unit stating there was a "blood leak". The reporter of the event was contacted on 12/08/09, requesting add'l info, and it was learned at that time that the pt had a drop in hemoglobin level and was on antibiotics for 3 days. It was unk at this time if the antibiotics were prescribed as a prophylactic measure. In order to clarify this, a second call was placed to the user facility and the following new info was obtained on 12/16/09. Reportedly, a pt was being dialyzed when an internal blood leak occurred. The pt lost approx 70cc's of blood and according to hosp protocol, they confirm with test strips, draw a cbc and blood cultures and treat immediately with antibiotics until another blood culture is negative. For this event, the blood culture was positive for a bacillus species. This pt was never symptomatic but did receive three days of antibiotic treatment. The next culture was negative and the antibiotics were then discontinued. The pt is reportedly fine and continues with hemodialysis. The sample is available for evaluation.